Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter and contour next test strips from lot # 9gped01b, which expired on 31-jul-2021 for evaluation. Despite the test strips being expired, the returned meter was tested with the returned test strips using a blood sample, which gave a satisfactory performance. Additionally, the returned meter was tested with the in-house contour next test strips from lot # 0epeg06a and in-house contour next control solution, which gave a satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The model # was not provided.

Event description:
The customer from (B)(6) reported that she obtained blood glucose readings of 505 mg/dl at 8:20 a.m. And 147 mg/dl at 8:27 a.m. With the contour next link 2.4 meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer. Since the strip information was not provided, this report will be submitted under the meter information.